Manufacturer narrative:
The event of an explant was reported to abbott. The patient underwent a full cervical explant due to loss of coverage. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective coverage from their scs cervical system. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's system was explanted.